Event description:
A zoll distributor returned a monitor indicating that it reset during prime testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) is being investigated. As received, the monitor was resetting during pulse testing. The issue was isolated to the defibrillator board. A root cause investigation is currently underway. No adverse event resulted from the monitor reset.